Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical service in the USA inspected pentax model epk-i5500c-us/serial (B)(4) and confirmed the following: scope connector unit endoscope image freezes. Pentax service applied software update and performed re-alignment. The device was returned to the loaner inventory.